Manufacturer narrative:
(B)(4). This lot was manufactured from september 20, 2013 to september 23, 2013. Evaluation summary: the evaluation of the returned device is complete. A visual inspection and functional leak test were performed. During the functional leak test, it was identified that there was a leak at the welded area of the volume indicator port, inside of the housing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor for desferrioxamine injection leaked from an unspecified location. This was found after filling with an unspecified drug and before patient use. There was no patient involvement. No additional information is available.